Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, four resolute onyx drug-eluting stents were implanted: three in the lad and one in the 1st diagonal. Approximately 10 months post procedure the patient suffered from acute respiratory distress syndrome due to bilateral pneumonia and ongoing sepsis. The event was treated with medication but the patient died approximately 5 days later. Acute respiratory distress syndrome was the primary cause of death and was assessed as not related to the device or anti-platelet medication by the investigator and sponsor. The death was classified as a non-cardiac death. The investigator assessed the sepsis as not related to study device or anti platelet medication and the sponsor assessed it as unlikely related to study device and not related to anti platelet medication.